Event description:
It was reported that iab was inserted pre-operation arrow acat1+pump began continual helium loss alarms. No blood was seen in tubing. Strips indicated that alarms were pt-related. A leak test did not indicate a balloon problem and pt went on for lengthy surgery. After pt off of bypass, another leak test was performed and indicated a leak in catheter. Iab was removed. Second insertion not indicated. There were no pt complications.